Event description:
It was reported that the insulin pump was being donated. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an error alarm during basic occlusion test and it was unable to be primed during the prime test due to faulty force sensor resistor. The device had missing end cap sticker and cracked reservoir tube lip.